Event description:
A medwatch # 51006000-2000-0001 was rec'd from the customer. It was reported that (1) device was used during an unknown procedure. It was reported by the customer that the dcs5 scissors would not cut. It seemed sharp on the ends, but dull to cut. The device did not close properly and chewed up the bile duct and the physician was unable to perform cholangiogram. If the stone is in the bile duct, it could cause later problems. Because of the inability to perform a cholangiogram.